Event description:
It was reported by the customer that prior to connecting the line to the patient the pump experienced free flow. Following additional follow up with the customer reported that a 100ml bottle of propofol was connected to alaris tubing and placed into the alaris pump. Per customer, the tubing was engaged in the pump in the correct configuration and the pump door was closed. The device was on, however the infusion was not yet programmed at this time. Following door closure, the propofol was noted to free flow from the tubing onto the ground. Approximately 25ml of propofol was expelled onto the floor. The pump and tubing was brought to the anesthesia technicians and biomed was notified, no external damage was noted by customer biomed. There was patient involvement however no patient harm as tubing was not connected to the patient at the time.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Manufacturer narrative:
Omit : b17 device not returned, c20 no findings available. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported by the customer that prior to connecting the line to the patient the pump experienced free flow. Following additional follow up with the customer reported that a 100ml bottle of propofol was connected to alaris tubing and placed into the alaris pump. Per customer, the tubing was engaged in the pump in the correct configuration and the pump door was closed. The device was on, however the infusion was not yet programmed at this time. Following door closure, the propofol was noted to free flow from the tubing onto the ground. Approximately 25ml of propofol was expelled onto the floor. The pump and tubing was brought to the anesthesia technicians and biomed was notified, no external damage was noted by customer biomed. There was patient involvement however no patient harm as tubing was not connected to the patient at the time.